Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Broken piece was thrown out by the customer.

Event description:
It was reported that while being tightened the head of a screw broke off of the body of the screw during a manible fracture case. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported observation could not be confirmed since the device was not returned for evaluation. Due to the missing product the exact root cause cannot be determined, but according to the risk management file these are possible root causes: - incorrectly selected/ assembled implant/ instrument. - insufficient/too high bone quality. - wrong/ missing information. - reuse of single-use devices. - wrong/ missing functionality check. - improper implant placement (e.g. Arch bar, screw...). - too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage). - power tool usage for screw insertion (not qdm). - too much/ wrong compression/ torsional/ axial forces . - wrong rotational speed, unintended loads. - bone quality resulting in high torque. - improper blade disengaging. - collision with other implant or instrument. - predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup poorly assembled/used instrument). - powered screw insertion with right angled screwdriver. When evaluating the complaint history of all similar devices, the root cause with the highest probability could be attributed to a torsional overload. Based on the statistical evaluation there are no indications for any systematic design, material, or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
It was reported that while being tightened the head of a screw broke off of the body of the screw during a mandible fracture case. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.